Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the insulin gauge remained static at 100 units. The customer's blood glucose level was in the 200's (mg/dl). Reportedly, the customer loaded a new cartridge onto the pump.